Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution.the initial reporting stated no additional investigational inputs are available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address anterior knee pain. Xrays show osteolysis. Patella crepitus and poor motion were also reported. The patella was loose at the cement/bone interface; depuy cement was used at the time of original implantation. "Very little" poly wear was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.